Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: healthmark regional medical center. Thomas w. Ballard, md. Radiology-portable abdomen series. Abdominal pain-post reversal of colostomy on 09/08/09. History of hiatal hernia. Findings: staples over right upper quadrant. Some bowel gas without evidence of obstruction or perforation. This is a nonspecific finding. Surgical clips seen in pelvis. (B)(6) 2009:healthmark regional medical center. Preoperative assessment. History: diverticulitis, non-insulin dependent diabetes mellitus, hysterectomy, bowel resection 05/2009, ventral hernia. Smokes 1 ½ packs per day. (B)(6) 2009:(B)(6) medical center. Peri-operative record. Implants/ prosthesis. Trufuse facet fusion allograft. Right and left l5-s1. (B)(6) 2010: (B)(6) medical center. (B)(6) , md. History and physical. Plafn to repair midline large ventral hernia and right upper quadrant ventral incisional hernia laparoscopically with lysis of adhesions. Exam: large midline ventral hernia and fascial weakness at right upper quadrant. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Procedure performed: extensive laparoscopic lysis of adhesions, repair of two large incisional ventral hernia defects of the anterior midline and right upper quadrant of the abdomen. Preop diagnosis: 1) chronic colicky abdominal pain with intermittent obstructive symptoms. 2) large midline ventral incisional hernia from inferior to the umbilicus to inferior to the epigastrium status post vac closure of wound by secondary intention. 3) another right upper quadrant incisional ventral hernia 2¿ to colostomy takedown. 4) obesity. 5) uncontrolled diabetes. 6) lumbar spondyloarthropathy. 7) facet arthritis. 8) degenerative disc disease. 9) hepatitis c. Postop diagnosis: 1) chronic colicky abdominal pain with intermittent obstructive symptoms. 2) large midline ventral incisional hernia from inferior to the umbilicus to inferior to the epigastrium status post vac closure. 3) another right upper quadrant incisional ventral hernia 2¿ to colostomy takedown. 4) obesity. 5) uncontrolled diabetes. 6) lumbar spondyloarthropathy. 7) facet arthritis. 8) degenerative disc disease. 9) hepatitis c. Anesthesia: general endotracheal anesthesia & local infiltration of anesthetic. Indications: the patient has a history of chronic colicky abdominal pain and occasional partial small bowel obstructive symptoms. She also has pain on the abdominal wall where abdominal contents are protruding into 2 large ventral hernias. She has a history of a colon perforation from diverticulitis with a resulting hemicolectomy and a colostomy/ takedown/ re-anastomosis accounting for the large incisions in her interior abdominal wall. The midline incision was left open to heal using a vac closure device but secondary intention after a contaminated colonic operation. Description of procedure: ¿after obtaining informed consent, the patient was taken to the operating room. Placed in the supine position. Administered general endotracheal anesthesia. All prominences were padded appropriately and warming blanket was applied. Using a straight laparoscope, and a 5 mm trocar, under direct camera visualization, a trocar was carefully introduced into the left upper quadrant in hopes of introducing a trocar in an area where there would be the least amount of adhesions. It took some time, but upon entering the abdomen, it was noted that the trocar had entered just inferior to a large densely adhered region of omentum and mesentery. It was initially difficult to pan view the abdomen or assess the extent of the ventral hernias secondary to there being dense abdominal wall adhesions throughout the abdomen. Care was taken to meticulously down and dissect free of the abdominal wall, all adhesions. These adhesions included mesentery, bowel, liver, omentum. She reportedly had had one midline ventral hernia repair in the past using prolene mesh. The mesh was not appreciated. It was noted that peritoneum and fascia of the anterior abdominal wall was extremely fibrotic. Initially, attention was turned to freeing the adhesions from the lower aspect of the midline ventral hernia. Intra-abdominal contents were dissected free of the lower midline defect that there was a large fascial defect was appreciated. There was also bowel adhered to the abdominal side walls. This was also freed from the side walls both in the left lower quadrant and right lower quadrant. The dissection was carried superiorly and it became apparent that there was a large fascial defect measuring approximately 8 cm in width and 12 cm in length. There was another large defect with dense fibrotic adhesions within the defect and associated with the right upper quadrant incision. These were also taken down. There was a large amount of colon and liver adhered to the superior aspect of the ventral hernia defect and superior aspect of the midline incision. All of these adhesions were taken down using a maryland dissector, laparoscopic curved scissors for sharp dissection of adhered bowel contents or viscera with cautery connected to the laparoscopic scissors. Dissection was also carried out using a harmonic. Hemostasis was insured, but it was noted that the patient bleed [sic] easily. After all the adhesions had been taken down from the anterior abdominal wall, attention was then turned to repairing the two large incisional ventral hernia defects. The one in the right upper quadrant measured 4 x 5 cm. A large piece of antibiotic impregnated gore dual mesh was chosen, trimmed to allow overlapping of 3 to 4 cm of all defects. The dual mesh was marked with a marking pen for orientation and stay sutures were placed at the superior, inferior, mid lateral and four corners of the rectangular shaped dual mesh, which had been trimmed to fit the size of the defects. After a camera was able to be introduced in the left upper quadrant, an additional 5 mm trocar had been placed in the mid left lateral abdomen and as adhesia device is progressed, an additional 5 mm trocar was placed in the left lower quadrant on the contra-lateral side on the right of the patient. 5 mm trocar had also been placed in the right lower quadrant. This allowed access to all adhesions per laparoscopic devices and also for instrumentation for placement of the gore mesh. The gore mesh was rolled about a maryland tightly and a quadra 10 mm trocar was introduced through the initial left lower quadrant 5 mm trocar site. The gore mesh was moistened and placed into the abdomen through the left lower quadrant 10 mm trocar site. The gore mesh was then unrolled within the abdomen and using the markings, oriented so that it would appropriately overlap the large ventral hernia defects. Stab incisions were then made at the inferior margin approximately 3 cm superior to the superior margin of the midline ventral hernia defect and then 3 cm inferior to the inferior margin of the midline defect. A grasping needle was introduced through the stab incisions and the stay sutures, which had been previously placed to the gore mesh, were pulled through the stab incisions. This procedure was carried out bilaterally and at all four corners and each of the stay sutures were marked with a hemostat. Stab incision positions were chosen to insure that the mesh conformed to the rib curvature of the abdomen at the appropriate tension. The stay sutures were then tied and securing the rim of the mesh repair. A protack device was then used to place securing tacks approximately 1 cm apart and ¾ of a cm inside the margin of the gore mesh. Prior to placing these tacks, the pneumoperitoneum, which had been established at 14 mm of mercury, was reduced to 6 mm of mercury to insure that the mesh was still conforming to the interior surface of the abdomen, appropriately overlapping the defects. The adherent side of the mesh had been placed facing inferior to the patient and the non-adherent side placed interior. Final securing of the mesh was insured on the circumference using the protack device. Direct visualization of the 30 degree laparoscopic camera that all spaces were intra-abdominal contents could potentially herniate around the edge of the mesh was checked thoroughly and that tight positions had been placed appropriately 1 cm apart. Just within the edge of the mesh was also checked to insure the tension of the mesh was also repeatedly checked and found to be acceptable for when the pneumoperitoneum was released. The mesh was also used to overlap the 10 mm trocar site in the left lower quadrant. All trocars were then removed under direct camera visualization and the pneumoperitoneum was released through the final trocar removed in the right lower quadrant. All skin wounds were closed with running prolene sutures and sterile dressings applied after irrigation and additional infiltration with marcaine and lidocaine. The patient tolerated the procedure well. Was awaken from anesthesia in stable condition.¿ estimated blood loss: 30 ccs. Complications: none. (B)(6) 2010: (B)(6) medical center. Peri-operative record. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 06854865. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/ 06854865) was implanted during the procedure. [Missing records: the operative report for the ¿midline ventral hernia repair in the past using prolene mesh¿ was not provided.] (B)(6) 2010:(B)(6) medical center. (B)(6) discharge summary. Discharge diagnoses: incisional hernia, postoperative peritoneal adhesions, obesity, viral hepatitis c, abdominal pain, tobacco abuse. Glucose significantly elevated at 253. 42-year-old female who was admitted to ICU status post ventral hernia repair with mesh. History total abdominal hysterectomy. Social alcohol use. Patient was observed to have ventral hernia defects x 2 with chronic colicky abdominal pain. Status post extensive laparoscopic repair of 2 large ventral hernia defects using prosthetic mesh. Abdominal binder was made to use. Patient instructed to ambulate at least 4 x a day wearing the abdominal binder. On 10th day patient was discharged home on flagyl and cipro. (B)(6) 2010: (B)(6) medical center. (B)(6) , md. Radiology-CT abdomen/ pelvis. Flank pain, hysto. [Presumed hysterectomy] 2000, pain lower right back and pelvis area, nausea, vomiting, blood in urine. Abdomen: evidence for previous anterior abdominal wall hernia repair. Pelvis: post-surgical changes in low pelvis, appears to be associated with sigmoid colon. Evidence for anterior abdominal wall and pelvis wall hernia repair. 8 mm distal right ureter stone causing moderate right hydronephrosis and hydroureter. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/ pelvis. Kidney stone, low abdominal pain. Fluid collection along anterior abdominal wall at midline at previous surgical site and a small seroma appears to be present. Evidence of previous abdominal surgeries with unremarkable bowel gas pattern. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/ pelvis. Right upper quadrant pain. Anterior abdominal wall appears to be intact. Evidence of previous surgical repair. Small right ovarian cyst thought to be present. Suspected sledge and possible gallstones within gallbladder. (B)(6) 2011: (B)(6) medical center. (B)(6) , md. Radiology-CT abdomen/ pelvis. Abdominal pain. Previous repair of anterior abdominal wall with metallic coils and mesh noted to be in place. Severely contracted gallbladder. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Radiology-portable abdomen one view. Demonstrates drain overlying lower pelvis. Surgical staples seen in vertical midline. Numerous operative clips seen within upper abdomen, likely reflecting markers related to hernia repair. Bowel gas pattern unremarkable. No evidence surgical hardware or retained sponge. (B)(6) 2012: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: left ovarian mass. Postoperative diagnosis: serous cystadenoma of the left ovary. Procedures performed: 1) bilateral salpingo-oophorectomy. 2) colotomy with repair. 3) seromuscular repair of the cecum. 4) diagnostic cystoscopy. 5) extensive enterolysis. Description of findings: the patient was noted to have extensive adhesions of the small bowel and large bowel, both to other loops of bowel as well as to the pelvis and previously placed mesh. The patient was also noted to have the left ovarian tumor densely adherent to the previous rectosigmoid reanastomotic [sic]. Frozen section was negative for malignancy. The right tube and ovary was removed, but was normal in appearance. The patient was noted to have a normal appendix. The bowel was unremarkable other than extensive bowel adhesions. Diagnostic cystoscopy at conclusion of the procedure revealed bilateral ureteral spill of urine and no evidence of bladder injury. Rectal insufflation at conclusion of the procedure revealed a watertight repair of the rectosigmoid colon. Description of procedure: ¿the patient underwent general anesthesia. She was prepped and draped in the usual sterile fashion in the dorsal lithotomy position in low stirrups. A scalpel knife was used to create a vertical midline skin incision and carried the incision through the fascial layer. The peritoneum was incised, then the peritoneal fascial incision extended superiorly and inferiorly with a mayo scissors. Metzenbaum scissors were utilized to take down dense omental adhesions to the anterior abdominal mesh as well as small bowel adhesions to the anterior abdominal wall mesh. Next, approximately 2 hours were spent performing an enterolysis. Once this was completed, we were able to address the tumor in the pelvis. The left retroperitoneum was opened by ligating the round ligament, opening the retroperitoneum with the electrocautery device and then identifying the infundibulopelvic ligament and ureter. The infundibulopelvic ligament was isolated, clamped, transected, and ligated with caprosyn free tie suture material. Then, utilizing a combination of blunt dissection as well as sharp dissection with the metzenbaum scissors, we dissected the left ureter away from the left ovarian mass and sharply cut the mass off of the sigmoid colon to which it was extremely densely adherent. Additionally, the mass was adherent to the vagina and bladder and once again the metzenbaum scissors was utilized to free the adhesions of the mass to the structures. The mass was able to be kept intact until very end portion of the procedure at which time we did get a rupture of clear fluid. The mass was then sent for frozen section. The right round ligament was then ligated with the #1 caprosyn suture, then opened with electrocautery device. The right retroperitoneum was developed and then the right ureter and infundibulopelvic ligament were identified. The infundibulopelvic ligament was clamped, transected, and ligated with caprosyn free tie suture material, then transfixed with #1 caprosyn suture material. Adhesions to the tube and ovary were taken down with metzenbaum scissors and the tube and ovary sent for permanent section evaluation. Next, we performed diagnostic cystoscopy revealing the above findings. Next, methylene blue dye was insufflated into the rectosigmoid colon via a catheter. I compressed the more proximal sigmoid colon to distend the bowel. There was noted to be approximately a 1 or 2 mm size area of bowel wall which was noted to leak the methylene blue dyed saline. I therefore took two 3-0 maxon sutures and placed the sutures in an interrupted fashion, full thickness through the bowel wall to close the small colotomy. I then utilized 3-0 silk suture placing approximately 4 sutures to imbricate the healthy seromuscular tissue over the primary closure. At this point, we reinsufflated the bowel with a couple 100 ml of methylene blue dyed saline and this time a watertight bowel was noted. There was a small area on the cecum approximately 3-4 mm in size where we noted a seromuscular defect and this was closed by placing 3-0 silk sutures in the seromuscular tissue adjacent to the defect to close the seromuscular tissue over the defect. The patient was copiously irrigated. I had initially intended to place seprafilm but opted not to given the full thickness bowel injury in the lower pelvis. I did place a jackson-pratt drain size 19 in the pelvis in standard fashion. The omentum was plicated back together with 3-0 vicryl suture were a large defect had been created, freeing it from the abdominal wall. The abdominal wall as then closed using two #1 looped maxon sutures placed in a running noninterlocking mass closure type technique. The subcutaneous tissue was closed with 2 running layers of vicryl suture. Skin staples applied and a dressing applied. The patient was then extubated after receiving a chest x-ray and kub. She went to recovery room in stable condition.¿ fluids: crystalloid per anesthesia. Anesthesia: general. Assistant: (B)(6) , md. (B)(6) 2013: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: wound infection. Postoperative diagnoses: 1) wound infection. 2) infected gore-tex ventral wall hernia mesh. Procedures performed: 1) wound debridement. 2) resection of infected gore-tex mesh. Description of findings: the patient was noted to have purulent discharge coming from the base of her wound. Upon opening the wound, one could see a gore-tex mesh, which was clearly involved with the infection; therefore removal of the entire visible mesh was required. Description of procedure: ¿the patient underwent general anesthesia. She was prepped and draped in the usual sterile fashion in the dorsal supine position. A scalpel knife was used to create a vertical incision extending from the open wound both inferiorly and superiorly. Upon noting that a gore-tex mesh was involved in the infection, I ended up having to extend the incision even further superiorly. This was done utilizing the scalpel on the skin, then the bovie on the subcutaneous tissue. The mayo scissors was used to extend the fascial incision, so that the entire gore-tex mesh could be resected. I utilized a combination of the mayo scissors and metzenbaum scissors to resect all visible mesh. There were 2 areas where we actually did get small defects through the peritoneum. The areas fortunately were superiorly where an incision through the healthy fascia had been made. I was therefore able to take a #1 looped maxon suture and replicate the fascia over the areas where there were small defects in the peritoneum. The remainder of the base of the wound was composed of peritoneal tissue, which was already granulating in secondary to the previous wound vac placement. The wound was irrigated and then a silver impregnated sponge was to be placed as well as a wound vac.¿ complications: none. Assistant: dr. Ferenchick. Fluids: crystalloid per anesthesia. Anesthesia: general. (B)(6) 2013: (B)(6) hospital. Nursing intraop record. [Discrepancy: date of procedure documented as (B)(6) 2018, operative report dated (B)(6) 2013]. Asa 2e, weight 90.718 kg. Cultures: infected mesh. Type: culture and sensitivity with gram stain. Location: abdomen. (B)(6) 2013: [missing records: a culture report detailing analysis of the infected mesh collected during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: (B)(6) . (B)(6) md. Radiology-CT abdomen/ pelvis. Comparison: august 2010. Indication: abdominal pain. Demonstrates postsurgical change of the anterior abdominal wall. Previously noted fluid collection anterior to the surgical mesh closing the anterior abdominal wall hernia is no longer present. Appears to be packing material within a dehiscent surgical wound with some inflammatory change extending about the fascial planes of the anterior abdominal wall at the level of the surgical mesh. Air bubbles seen within this area, presumed contiguous with the open surgical wound. No organized collection is, otherwise, seen of the anterior abdominal wall within the peritoneal cavity. Impression: postsurgical change anterior abdominal wall. No organized collection. Persistent postsurgical or inflammatory change along the margins of the surgical mesh at site of previous anterior abdominal wall hernia repair. (B)(6) 2013: (B)(6) hospital (B)(6) md. Radiology-CT abdomen/ pelvis. Abdominal pain, hysterectomy for ovarian tumor. Prior ventral wall mesh placement is evident. Postoperative change consistent with history. Indeterminate tiny low-density foci in spleen unchanged. Subjectively, distal stomach wall appears thickened. Are symptoms referable to this area? (B)(6) 2013: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: open wound of the abdomen. Postoperative diagnoses: open wound of the abdomen. Procedure performed: split thickness skin graft to the abdomen from the left leg. Assistant: shawn akhavan, ms3. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Description of procedure: ¿the patient was taken to operative suite, placed in supine position. General anesthesia was induced. The abdomen was then prepped and draped in a sterile fashion as well as the left leg. The wound was then surgically prepped for grafting by removing any devitalized tissue. The bed appeared healthy. Then, a dermatome was used to obtain the donor skin from the left thigh with 10 micron thickness. Two passages had to be made in order to obtain satisfactory tissue. The skin was then meshed in a 1 to 1-1/2 ratio and placed over the wound. It was tacked around the edges with interrupted 4-0 chromic suture. Vac dressings were then placed. The transparent dressing was perforated and placed over the thigh wound. White foam was placed over this and then more transparent dressing was placed over it. A small opening was made over the dressing and the track pad was attached. Then, mepitel was placed over the graft site. The black foam was cut to size over the graft and then the vac dressing was placed on the skin. A small opening was made over this for the track pad and these were connected together with a y-connector and attached to the vac machine. It was turned on with adequate seal. The patient tolerated the procedure well.¿ (B)(6) 2013: (B)(6) hospital. Nursing intraop record. Asa 3, weight 90.178 kg. History: copd, smoker x 32 years, started at 13 years old. (B)(6) 2013: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: large incisional hernia. Postoperative diagnoses: large incisional hernia. Procedure: 1) attempted laparoscopic incisional hernia repair. 2) open incisional hernia repair with mesh. Assistant: (B)(6) ms-3. Anesthesia: general endotracheal. Estimated blood loss: minimal. Complications: none. Procedure: ¿the patient was taken to the operative suite, placed in the supine position. General anesthesia was induced. The abdomen was then prepped and draped in a sterile fashion. An incision was made in the left abdomen and using an optical trocar, attempts were made to enter the abdominal cavity under direct vision. This was not successful and therefore another 5-mm incision was made in the left upper quadrant, after which access into the abdominal cavity was readily obtained. The abdomen was insufflated and once adequate insufflation was obtained, a 5-mm trocar was placed at the original incision site and the abdomen was inspected. There were significant omental adhesions to the anterior abdominal wall. The left abdomen trocar was changed to a 12-mm trocar and the 5-mm trocar that was originally here was moved down into the left lower quadrant. The omentum was grasped and retracted downward. The omental adhesions were taken down with the sonicision dissector. After a significant amount of time working with this, it was felt that the procedure would be very prolonged by attempting to complete it this way. There was so much omental adhesions to the anterior abdominal wall, and after this amount of time, only a small portion of it had been taken down. Therefore, an incision was made with a #10 blade along the right side of the previous skin graft and taken into subcutaneous tissue using cautery. The peritoneal cavity was entered. The omental adhesions were circumferentially taken down. This was prolonged even in an open fashion, but ultimately, the omental adhesions were taken down. The fascial edges were then delineated and once the fascia was clearly delineated and the flaps adequately raised, the defect was measured. A 20 x 20 cm strattice mesh was the selected and positioned behind the fascia. It was anchored at 4 corners with interrupted 0 surgipro u-sutures. Then the mesh was further anchored circumferentially with 0 surgipro u-stitches. The mesh appeared adequately anchored and then the native fascia was closed with 0 looped pds suture. Two 19-french round blake drains were brought in through separate stab incisions and left within the subcutaneous space. These were affixed to the skin with 2-0 silk suture. The subcutaneous tissue was closed with running 0 polysorb suture and then the skin was closed with skin staples. Dressings were applied. The patient tolerated the procedure well.¿ (B)(6) 2013: (B)(6) hospital. Nursing intraop record. Implants. Material name: strattice. Manufacturer: lifecell corp. Body site: abdomen. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Radiology-CT abdomen/ pelvis. Right lower and right upper quadrant pain. No acute process of abdomen or pelvis. (B)(6) 2015: (B)(6) hospital (B)(6) md. Radiology-ultrasound abdomen. Abdominal pain. 1) no acute process. 2) hepatomegaly with steatosis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 08854865. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, mesh infection and debridement of wound, removal of mesh. Additional event specific information was not provided.